Manufacturer narrative:
This report was sent to answer user facility report (B)(4). During the reported event a ventilator failure with an error code of the device was displayed, which points to a device internal communication failure. The concerned pcb was returned to the MFR for investigation. The investigation revealed that the ethernet interface on board of the pcb had failed. When this failure occurred, ventilation stopped, the ventilator failure was displayed and a continuous audible alarm was activated. The emergency-breathing valve was opened to allow for spontaneous breathing of the pt. The failure rate of the concerned pcb is not conspicuous. The workstation has reacted on the failure as specified for this condition. The case was assessed to be non-reportable in accordance to 21cfr part 803.

Event description:
See user facility report (B)(4).